Event description:
It was reported that loss of capture was observed on the right atrial (ra) lead and device; oversensing was observed on the right ventricular (rv) lead. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.